Manufacturer narrative:
There was leakage from the compartment b of the reagent cartridge. The kit box showed signs of leakage and mold growth. Beckman coulter, inc. (Bec) received a photograph of the affected reagent kit. A replacement kit was sent to the customer.

Event description:
A customer reported to beckman coulter, inc. (Bec) a leak from synchron tg (triglyceride) reagent kit. There was no exposure to uncovered wounds or mucous membranes. No injury was reported. There was no effect to patient or user.